Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was ultimately able to load the same cartridge using the same needle. Customer¿s blood glucose level ranged from 144-217 mg/dl.